Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 730 mg/dl at time of incident. The customer was declined troubleshooting for high blood glucose. The customer was treated with manual injection and insulin drip in emergency room. The device will not be returned for analysis.